Event description:
The patient's wife reported that the infusion device "nearly killed her husband". The patient's wife refused to answer any questions regarding the event and requested not to be contacted by the company. No information regarding this specific event could be obtained. No product could be returned.

Manufacturer narrative:
Product not returned for evaluation.